Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (cts). No reported impact to the customer¿s blood glucose level.